Event description:
This report covers multiple pieces of equipment from multiple patients. This report details corrosion issues with the heartmate vad system pocket controller. Summary: it appears that the metal braided shielding in the pocket controller power cables is corroding over time. The corrosion appears to be developing throughout the entire length of the power cables. The corrosion eventually produces a liquid green slimy substance. This slimy green liquid can eventually penetrate the inside of the controller and end up on the internal computer chips ¿ which could lead to malfunction or catastrophic failure. Investigation: the initial sign of the corrosion was a green liquid substance on the distal portion of the power leads, within the crevices of the bend relief. We dissected the bend relief to locate the source of the green liquid. We assumed the source of the corrosion would have been where the power wires meet the connector. However, this area had no evidence of corrosion. We then cut along the power lead in an attempt to find the source and to see how far the green liquid had travelled. This is when we discovered the green slimy substance was throughout the entire length of both power leads. We then dismantled the controller housing to see if the green liquid had penetrated the controller. We did this to 4 controllers in total so far. We have observed that in three of the four controllers, the ¿strength member¿ rope absorbed the advancing green liquid and stopped it from reaching the internal electronics of the controller. However, in one of the four dismantled controllers, the strength member was saturated, and the green liquid penetrated the controller and was observed pooling and contacting parts of the internal computer board and a ribbon cable. Notes: we dissected five total controllers in the audit. Only one of the five controllers did not have corrosion. The controllers with the corrosion were in use for varying lengths of time, ranging from 8 months to 35 months. Serial numbers of corroded controllers range from [redacted] to [redacted] of note, all of the controllers with corrosion were in use on patients that were showering. The controller without corrosion was from a patient that was not showering. This controller was in use for 45 months. This observation suggests that showering could be the root cause of the corrosion, however more investigation is warranted. Controllers with corrosion: [redacted]. Controller without corrosion: [redacted]. Pictures available.